Event description:
Caller reported a cgm error 42, indicating an issue with the sensor session. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and walked the caller through the process, resulting in the successful start of their sensor session without the error code reappearing.